Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
If explanted, give date: unknown, as lens remains implanted. Device evaluated by MFR: the device remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that the customer experienced issues with two different model zct intraocular lenses one after the other with the same patient. Both were noted to be cracked when they were inserted into the eye. The customer then loaded a model pcb00 iol. But this lens got stuck in cartridge during handling prior to insertion and was never implanted. The doctor thought it could be due to tech error. A second model pcb00 iol was inserted into the patient¿s eye but the patient's capsular bag was compromised, and the lens fell to back of the eye. The doctor left this second pcb00 implanted. The following day, the patient went to a retina surgeon. Contact person doesn't know now of patient outcome. She stated that as the surgeon was a locum¿s physician, (temporary physician), therefore they don't have his contact information. The contact person also does not have a phone number for the patient. Contact person noted that doctor thinks there was no product quality issue and that events were all due to tech error. The first three lenses were inadvertently discarded so nothing is coming back for evaluation. No other information was provided. This report captures the event for the fourth lens, the second model pcb00 which remained implanted.